Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead, a fracture was detected via a impedance test on the lv4 portion of the lead. The lv2 to rv coil was currently in use, therefore there was no plan to use the lv4 portion. No clinical actions were needed. The lv lead remains in use. No patient complications have been reported as a result of this event.